Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer's blood glucose value was unknown. Customer reported had numerous scratches on the insulin pump screen and within the last month had received a couple of button error messages in the insulin pump. Customer also had to replace the battery every couple of weeks. The device will not be returned for analysis.